Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 305 mg/dl. The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as customer was not using pump at time of call with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.